Manufacturer narrative:
Lot 14902663: (B)(4). Concomitant products: patient medications: albuterol, aspirin, atorvastatin, beclomethasone, budesonide-formoterol, lisinopril, metoprolol, senna, simvastatin, docusate, pantoprazole, and sildenafil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm that extended into the hypogastric artery. It was reported that while advancing the hgb161007a/14902663 through the 12fr flexor® ansel guiding sheath the device would not advance up and over the iliac branches bifurcation. The physician attempted to withdraw the device and upon doing so the device became disconnected from the delivery catheter and was stuck inside the sheath. Both the sheath and the endoprosthesis were removed from the patient. It is unknown whether the device deployed in the sheath, both are being returned to gore for evaluation. The physician then noticed under fluoroscopy that the hypogastric artery had become occluded and was not filling with blood. Nothing was done to correct the occluded hypogastric artery. The iliac branch component was fully deployed and left in place and reportedly the gate was pinched and the hypogastric artery was bypassed. The procedure concluded with no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.